Event description:
During a mediport removal procedure, the radiopaque tip of the gooseneck snare separated from the catheter. The physician was unable to retrieve it from the svc.

Manufacturer narrative:
A review of the manufacturing records for this device ID not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted. Disposed of at site.